Event description:
Device malfunction: stent migrated into proximal ica. Time of device malfunction: during the procedure in 2006. Symptoms/ae: hypotension and bump in troponin level. Time of symptoms/ae: after the procedure the next day. It was reported that a proximal kink was noted after placement of the first stent. This was treated with placement of a second stent with excellent results. The stent then spontaneously migrated into proximal ica. Suboptimal apposition, but excellent flow. Access inappropriate for retrieval. Post-procedure, the patient became hypotensive requiring vasopressors. Gradually, the IV vasopressors were weaned off and the patient was discharged home one day later in good condition. Twelve-hours post-procedure, patient had a bump in troponin and reason was unk, but may be related to transient hypotension. The patient will be followed with a coronary angiogram in the near future for her known cad. No additional information was available. Study event.